Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, it was observed the dilator was still inserted through the sheath. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit. It was also seen that the inner hemostatic valve was deformed. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue. The inner valve deformation is likely due to the sheath being transported and sterilized with the dilator in place across the valve.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that the physician continued to aspirate as they advanced the farawave catheter into the sheath which pulled in air from the sheath's valve. The device was replaced. The physician was instructed not to aspirate while advancing the catheter and no further issues occurred. The procedure was completed successfully. No patient complications occurred. The sheath has been returned for analysis.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that the physician continued to aspirate as they advanced the farawave catheter into the sheath which pulled in air from the sheath's valve. The device was replaced. The physician was instructed not to aspirate while advancing the catheter and no further issues occurred. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.